Event description:
It was reported the stylus does not work with the programmer. It was also reported the stylus cable is damaged. The stylus will be replaced. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.